Event description:
Patient presented to the emergency department with pain at the neck incision. Imaging was performed, revealing an infection at the neck incision site and superficial migration of the stimulation lead beneath the skin. Physician brought the patient into the or, irrigated the neck incision site with antibiotic solution, tucked the stimulation lead, and closed the incision. The patient was admitted postoperatively for IV antibiotics and observation. Patient showed improvement and was discharged with a course of antibiotics.